Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. Recharge base and brush handle were manufactured at the following location: (B)(4) the recharge base was manufactured on december 16, 2009.

Event description:
Consumer reports smelling burning related to the recharging base of the toothbrush. Consumer observed smoking and melting of a hole in the base.